Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted prophylactically following the advisory and replaced. There was no eri alert or allegation of premature battery depletion. The patient was asymptomatic and in stable condition before, during and after the procedure.